Manufacturer narrative:
(B)(4). Batch # n5690k. The ec60a device was received for analysis with no visual non-conformances and with a gst60d cartridge loaded in the device. The cartridge reload was received partially fired. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness. This may have prevented the top of the knife blade assembly from entering into the anvil. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information requested and received: just for clarification, did the device lock-out (no staples deployed and no cut line started)? Or, did the device start to deploy staples and cut but could not be completed (partially fire)? If yes, were the staple line and cut line approximately equal in length? Were the device jaws eventually able to be opened? If not, how was the device removed from the patient? --- the device was not used for the patient.

Event description:
It was reported that before an unknown procedure, the jaws could not be opened after the cartridge was loaded by the nurse at the first stroke of the first firing. The cartridge color was gold. Another device and another cartridge were used to complete the case. There were no adverse consequences to the patient.